Manufacturer narrative:
(B)(4). Event year: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: was the procedure turned into an open one because of the removal of the ec45a-jaws with the boltcutter? No, this was done with a mini-laparatomie, which was initially planned anyway for this procedure. Please describe in details the intervention. Short cut in the abdomen and insertion of the instrument. Was the third time stapling interrupted manually? The way was difficult to proceed. But until the jam no intended stopping of the blade manually was made. What was the actually prolongation/extension in time of the procedure? Round about 1h. Was another anesthetic applied to the patient because of a time delay? No. Which cartridges has being used during the 3 times application of the device? Please point out the colour. All times green.

Event description:
It was reported that during a low anterior resection, after third reloading could only be fired with application of excessive force, could not be opened, used a bolt cutter to cut the instrument, took new instrument for a second resection to remove instrument from tissue, no further information is available.

Manufacturer narrative:
(B)(4). Batch # p56l73. Device evaluation: the analysis found that one ec45a device was returned with articulation connector and link damage with no cartridge reload present. The articulation damage on the device, it is possible that the damaged was due to an improper handling of the device. No functional test was performed due the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: the instrument was very difficult to fire after 3rd cartridge loading. Afterwards the closed device was not able to open from tissue. The jaws must been cut off at the joint with a bolt cutter. Distally the colon has to be stapled with a new ec45a-instrument. They retrieved the divided defect jaw piece. Patient is well and will not have further impairments due to this intervention.